Manufacturer narrative:
This supplemental report is being submitted to provide additional information.olympus medical systems corp. (Omsc) determined that the reported foreign material was removed by the reprocessing by olympus france (ofr) because no foreign material was detected inside the device after reprocessing by ofr. The reported foreign material could not be identified, but it may be the tissue of the patient in the previous procedure, and it is likely to have flowed backward into the channel. Omsc concluded that the reported event was caused by the inability to clean the foreign material inside the channel due to insufficient reprocessing by the user facility after the previous procedure. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; there was not a leakage at the device. Visual inspection of the instrument channel was performed, but no persistent residues and filament secretions were detected after the device was reprocessed by (B)(4). In addition, internal examination of the channel was performed, but no evidence of filament secretion was found. The air supply volume and water supply volume of the device met the specified values and functioned properly. There was no abnormality on the exterior and the inside of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after reprocessing the device and before using the device on the patient, the user found some filaments secretion in the tank. The user facility recently purchased the device. There was no report of patient injury associated with the event.